Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide devices with a 6f sheath after an endovascular therapy (evt) interventional procedure. Reportedly, a 0.035 inch guide wire (gw) that used and remained inside the anatomy. The device was inserted into the anatomy over the gw; however, some resistance was noted. Therefore, the first device was removed out of the anatomy. A second proglide device was inserted over the gw and the gw was removed out of the guide wire exit port. The device was inserted further and back-flow was confirmed (back-flow was small amount due patient's low blood pressure). Foot was deployed. Due to the small amount of the back-flow, the device was pushed further in the state that foot kept opened. Back-flow was confirmed. The device attempted to be pulled back to position against the vessel wall; however, the device was stuck. The device attempted to be pushed/pulled and to be located to change the angle; however, the device could not be moved at all. When imaging was conducted, the device was noted to be separated around the marker port. A balloon was placed until surgery could be performed due to the bleeding. Surgical treatment was performed to remove the device, and surgical suturing was performed. At that time, considerable blood clot was noted, and thrombectomy was performed using an embolectomy catheter. No additional information was provided.